Manufacturer narrative:
(B)(4). Unable to perform displacement test due to missing retainer. Unit received with cracked select button keypad overlay, keypad overlay texture damage and minor scratches on lcd window.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose was unknown at the time of incident. The insulin pump has a crack. The insulin pump will be returned for analysis.